Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 3116 enterra for gastroparesis, serial # (B)(4)) found its battery had reached a normal end of life with no telemetry and no output. Internal visual findings revealed broken epoxy bonds.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a battery failure. The device was explanted. Additional information has been requested, but was not available as of the date of this report.